Event description:
A surgeon decided to explant the intraocular lens (iol) after the pt complained of a decline in vision and slit-lamp microscopy revealed iol opacity. The surgeon refused to provide requested pt, device and event information.